Event description:
The facility reports that a clinician reported that she did not realize that the needle was not all the way inside its needle guard. She was picking it up to discard it when she stuck herself with the exposed needle.